Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a missing reservoir tube o-ring and a completely broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir did not lock/click in place. The pump alarmed compromised force sensor system during the prime test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart or excessive no delivery alarm tests due to the alarm. Unable to perform the basic occlusion or occlusion tests due to the completely broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of damage and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 264 mg/dl. The customer stated that insulin squirted out during manual prime. The customer reported the drive support cap to appear normal. The customer reported damage to the very top of the reservoir set. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.